Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the pump time was behind by 8 minutes. The cause for the pump time being inaccurate was unknown. Customer's blood glucose level was 302 mg/dl. Customer changed the pump time to be accurate.